Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformation occurred during positioning due to use of the device in difficult lesion morphology. Procedure was completed using a non-medtronic device. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
There was a kink on the hypotube 81.4cm distal to the strain relief. The stent was not positioned on the balloon between the marker bands as per specifications due to stent wraps being pulled and stretched over the proximal marker band. Deformation was evident to the 19th, 20th, 21st and 22nd distal stent wraps with struts stretched and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.